Event description:
Follow up revealed that the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Additonal information: patient weight was added.

Event description:
Follow up revealed that the ipg replacement procedure addressed the issue.